Event description:
It was reported that during a right hemicolectomy procedure, on the second firing the surgeon said he believed that the stapler was fired through an already fired (empty) reload (the initial cartridge). The surgeon knew that this was unusual. On the third firing they changed the reload and when the device was fired, staples were present but did not form a b-shape and remained opened. The surgeon opened a new stapler for each subsequent firing and completed the procedure. There were no adverse patient consequences and the patient is doing well.

Manufacturer narrative:
(B)(4. (B)(4). Information anticipated, but unavailable at this time.